Manufacturer narrative:
The investigation shows that the crash is due to a known bug in the operation system (os). The os rwin10 1.0 and 1.1 in e3800 cpu uses the intel graphic driver, which is not compatible with win10, causing in some occasions the driver to crash (and therefore the application) when video is displayed. Using the built in vga graphics driver of os rwin10 1.2 and 2.0. Removes the issue. On 03-04-2025 it was decided to initiate a recall to upgrade all affected analyzers to os rwin10 1.2.

Event description:
According to the complaint, the customer experienced the analyzer will reboot during a sample handling on the abl90 flex plus analyzer (serial number (B)(6).